Manufacturer narrative:
The device was received. Investigation is not complete. The overdelivery event that the device is being reported for was noted during mfg testing; therefore, user facility event codes are not applicable in this case.

Event description:
During initial testing at the mfg site, the device overdelivered. The device delivered a measured volume of 23.1ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-2ml (+/-10%).